Event description:
It was reported that an aquaset 12 blood line set was involved in an incident that referred to a tear in the blood pump section of the tubing. At the time of the problem it was reported that the set had been set up ensuring no tubing was caught in the doors or around the pump. There were no alarms; a nurse noticed the leakage and then the tear around the blood pump section of the tubing. There were no issues with the machine; everything had been working well for approximately 24 hours until the tear was found. There was no patient harm.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint is for an aqualine set that was found to have a tear in the blood pump segment tubing. The complaint was not confirmed due to a lack of sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. No corrective/preventive action has been defined because they were not able to define what happened and relevant causes.